Event description:
It was reported that the device became unresponsive to the touch panel operation while in use and it was replaced with another device. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the device became unresponsive to the touch panel operation while in use and it was replaced with another device. There were no patient health consequences reported.

Manufacturer narrative:
The log file of the affected device was made available and analyzed. As reported, an unresponsive touch screen panel occurred on july 14 at 10:30 am. Based on the log file review it could be verified that ventilation-related alarm messages were generated and posted by the cockpit between 10:30 am and 5:36 pm. At 5:36 pm, the device was switched off by the user via the rocker switch. As per log file, there was no interaction between the user and the cockpit logged until the device was switched off. Thus, it could not be excluded that the touch panel remained unresponsive for a prolonged time. The affected touch screen panel must be replaced. A not sensitive or even unresponsive touch screen is obvious to the user prior to use or during the attempt to interact with the touch screen. During operation, the ventilation is not affected by a faulty touch screen panel and is continued with unchanged settings. Safety-relevant parameters such as fio2, minute volume, or airway pressure are displayed in the secondary oled display of the ventilator, and the user can observe the ongoing ventilation. In the current event, the user became aware of the issue and replaced the affected device in a controlled maneuver. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.